Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a vertebral compression fracture (vcf) and around 6 weeks post-op, the patient re-presented with pain. After tests were performed, it was determined patient was suffering from osteomyelitis at the treated level. A revision of the bkp was performed approximately 3 months post-op in l1 with a successful outcome. Per the report, "the hospital has not determined the post-procedure complications are due to the product" and indicated that "the cement implant most likely did not contribute" to the osteomyelitis incident. No further information was reported.

Event description:
It was reported that the osteomyelitis affected the treated level only and a sterility breach in product was not suspected. No surgery was required to explant. The patient was treated with antibiotics and also underwent fusion sometime later. No other information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.